Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with juvéderm® ultra and in the nasolabial folds with juvéderm vollure¿ xc (0.3 ml into the right and 0.7 ml into the left). The patient experienced a nodule on the right-side nasolabial fold only that was accompanied by hardness which could be triggered by a viral infection (not device related). The patient was treated with 50 mg prednisone and seen improvement after a few days.